Event description:
It was reported that there was oversensing and noise. Lead replacement was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Other text : trueitransvene implantable tachy lead. It was reported that there was oversensing and noise. Lead replacement was scheduled. No patient complications have been reported as a result of this event. No conclusion can be drawn, oversensing.